Manufacturer narrative:
Previous melena was reported under MFR# 2916596-2023-00362. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department (ed) with black stool. They were evaluated with an endoscopy and colonoscopy in an inpatient setting. Additional information was received that the patient had recurrent melena with no known polyps or gastric ulcer and no use of non-steroidal anti-inflammatory drugs (nsaids). The patient reported significant fatigue in the past 3-4 days and lightheadedness prior to admission. No syncope or left ventricular assist device (lvad) alarms were noted. Their hemoglobin was stable at 12.8 from their prior value of 135, international normalized ratio (inr) was 2.5, platelets were 287. Esophagogastroduodenoscopy (egd)/ colonoscopy was performed on (B)(6)2023, but no sources of bleeding were identified. Capsule study with blood in jejunum and enteroscopy was also completed but no lesion was found. The event reportedly resolved without sequelae on (B)(6)2023.